Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, shortness of breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section h10. After the review it was determined that the patient didn't alleged the visualization of particles. Section h11 has been corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, shortness of breathing that are related to CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed unknown residue on the top enclosure, bottom enclosure, inside enclosure, back panel, blower box and inside blower box. Unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam) specks of contamination on the bottom the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.